Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis right cylinder and pump removed on (B)(6) 2018 due to cylinder connector breakage and pump malfunction. An ams700 15cm lgx cylinder and ams700 ms pump were implanted. No patient complications were reported in relation with this event.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis right cylinder and pump removed on (B)(6) 2018 due to cylinder connector breakage and pump malfunction. An ams700 15cm lgx cylinder and ams700 ms pump were implanted. No patient complications were reported in relation with this event.

Manufacturer narrative:
Cylinder analysis: fluid loss was reported. The ams700 cylinder was visually inspected and functionally tested. There was a leak in the cylinder input tube that was the result of fatigue. An overall investigation conclusion code of cause traced to component failure was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction pump analysis: pump malfunction was reported. The ams700 pump was visually inspected and functionally tested. No leak was found. When the pump was functionally tested it failed the 8 lb. Activation test. The pump required greater than 8 lbs. Of force to activate. The pump passed all other functional tests. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Manufacturer narrative:
Returned to manufacturer date.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis right cylinder and pump removed on (B)(6) 2018 due to cylinder connector breakage and pump malfunction. An ams700 15cm lgx cylinder and ams700 ms pump were implanted. No patient complications were reported in relation with this event.